Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had nothing but problems with their device and was looking for a healthcare provider (hcp) to take it out. The patient reported they had infections, and found it hard to walk and wanted it taken out.

Event description:
Additional information received from the patient reported that there was a loss or change of therapy. The patient was implanted for urinary incontinence. Since (B)(6) 2016 it had been acting bad. Her symptoms were out of control. She was using 8 depends a day and the urine continuously poured out of her. The patient asked what good the device was. She couldn't increase any higher because it gave her pains in the vaginal area. She couldn't stand the pain and could barely walk and she turned it down today, (B)(6)-2016. The healthcare professional (hcp) changed the numbers on her settings and she was going to see the hcp on wednesday, (B)(6)-2016. The patient said the device was a waste of money and she would like to have it taken out of her. She also called (B)(6) and they were disturbed that they paid so much money for something that was not working. The device started acting up in (B)(6) and she increased in (B)(6) and felt pain in the vaginal area and couldn't walk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.